Event description:
Pt was being fed through a gastrostomy tube using a pump. The feeding was infusing at 50 ml/hr and was due to finish at about 0630. At that time, the pt's family member found the feeding had been completely delivered and the pump was pumping air. There was no illness, injury or medical intervention resulting from the event.